Event description:
The suspected usb cable has been received by the manufacturer for the analysis on 05/11/2016. An analysis was performed on the returned usb cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer has communication issue with the motion tablet, after checking by the company representative the white usb cable was the suspected faulty part. A replacement was requested for this customer. The review of the manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.